Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 22.9 mmol/l. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. It was unknown if the customer was using auto mode or not. Customer also stated that the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was not suspended due to sensor glucose values. The insulin pump will not be returned for analysis.